Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned for analysis at the time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a biopsy procedure. It was reported that the biopsy needle was inserted, and the biopsy was performed. Three times the biopsy was performed at the same place with the same needle, however navigation failed to recognize during the sampling of the third time although recognition was successful for the first two. The procedure was completed with the continuous use of navigation. There was no report of healthy tissue collected. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The biopsy needle was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned biopsy needle was recognized and had normal tracking when used with a known good system. There was no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a biopsy procedure. It was reported that the biopsy needle was inserted, and the biopsy was performed. Three times the biopsy was performed at the same place with the same needle, however navigation failed to recognize during the sampling of the third time although recognition was successful for the first two. The procedure was completed with the continuous use of navigation. There was no report of healthy tissue collected. There was no delay to the procedure and no impact on patient outcome.